Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo, video, and image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an inferior vena cava filter placement via the femoral venous puncture approach, the conveyor wire of the filter feeder passing through the strand path was allegedly found to be detached from the filter body upon removal. Reportedly, the filter has been retrieved by using a snare device. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that sometime post an inferior vena cava filter placement via the femoral venous puncture approach, the conveyor wire of the filter feeder passing through the strand path was allegedly found to be detached from the filter body upon removal. Reportedly, the filter has been retrieved by using a snare device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows that the filter was in the retrieval device and pusher wire is detached. Two x-ray images and one video reviewed. The first x-ray and the video demonstrate a deployed filter with conveyor rod in the middle of the filter. The filter appears to be in the middle of the vena cava with mild tilt. The second x-ray shows a sheath from the jugular vein above the filter with a snare about to capture the filter and conveyor rod. Therefore, based on the photo and image review the reported detachment of device or device component can be confirmed as the pusher wire was detached. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.